Event description:
Home monitoring data from (B)(6) 2013 showed mol2, 0% until eri. On (B)(6) 2013, the patient was followed in the office and eri was displayed with 0 days until eos. The following day home monitoring again showed mol2, 0% until eri. (B)(6) 2013 - this device was explanted and replaced.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 25 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD was implanted for 69 months; 25 charging cycles were documented in the ICD¿s memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the ICD was fully functional. The eri battery status was anticipated.